Event description:
The user is questioning the "no shock advised" notification given by the device during a patient use event and the customer requires assistance with data download. The patient outcome is unknown.